Event description:
Indication: chronic inflammatory demyelinating polyneuritis. Spontaneous: per (B)(6), rn, stating pump is not working well, no additional information provided. Unknown if doses were missed, or adverse events were suffered or if the pump is still on hand. Reported to (B)(6) by health professional.